Manufacturer narrative:
(B)(4). Lead, model 3389s-40, lot# v041062, implanted: (B)(6) 2007, explanted: na. Extension, model 7482a51, serial# (B)(4), implanted: (B)(6) 2007, explanted: na.

Event description:
It was reported that after the implant of a pacemaker the manufacturer representative had difficulty establishing telemetry with the ins using an 8840 physician programmer. The programmer reacted very slowly or was unable to establish telemetry. This happened with a second 8840 as well. It was noted that it was possible that electromagnetic interference in the room was causing a problem. Once the patient left the operating room, the 8840 responded normally. It was reported that the patient was doing fine.